Event description:
Info received that the head of bed was drifting down; no injury reported.

Manufacturer narrative:
Tech found that the head of bed was drifting down. Removed head hi/lo valve and cleaned excess fluid and checked o-rings to resolve this issue. Unit located in maintenance shop.